Manufacturer narrative:
The customer reported that their central nurse's station (cns) stopped displaying video in their pacu unit. The customer rebooted the cns and it would boot up, the customer could see the bios screen and could enter it. However, once it goes beyond the screen, it loses video display, it never makes it to windows and remains black, as if the screen was powered off. No patient harm was reported. Nk technician advised the customer to move the secondary drive to the primary hdd slot and boot it up with just this hdd installed, when the customer did this the cns came back and it was able to boot up into the cns software. Nk technician had the customer shutdown the cns and insert the other hdd in the secondary slot and boot it up. The cns was able to boot up and automatically started to rebuild the raid, the cns is backup and running as it should. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for patient information: reply was received stating " customer does not have any patient information available for this incident. Manufacturer references file (B)(4).

Event description:
The customer reported that their central nurse's station (cns) stopped displaying video in the pacu unit. The customer rebooted the cns and it would boot up, the customer could see the bios screen and could enter it. However, once it goes beyond the screen, it loses video display, it never makes it to windows and remains black, as if the screen was powered off. No patient harm was reported.